Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A supplemental report shall be submitted once the investigation is completed.

Event description:
On 26-feb-2025, it was reported that the user was hospitalized on (B)(6) 2025 for low blood glucose (bg) following a prolonged period of elevated bg. The user announced breakfast, after which bg trended downward and eventually went low, reaching 34 mg/dl. The user experienced leg cramps, vomiting, seizure-like symptoms, and profuse sweating. The user's daughters assisted and arranged transport to the hospital, where the user received medical intervention, including insulin injections. The user remained hospitalized until being discharged at the end of the week. No long-term health effects were reported.